Manufacturer narrative:
(B)(4). Additional concomitant medical products: unknown femoral component, catalog #: unk, lot #: unk. It is unknown if the product will be returned to zimmer biomet for investigation. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-06414, 0001822565-2018-06415. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product location unknown.

Event description:
It was reported that patient underwent initial knee arthroplasty. Subsequently, patient experienced loosening that caused pain.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information provided. Device history record (DHR) was unable to be reviewed as the lot number was not provided. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.